Manufacturer narrative:
The investigation of automated impella controller (aic) - damage during therapy has been completed. Data analysis: console logs from the day of the incident align with the complaint, showing multiple motor error messages after approximately 1 hour and 16 minutes of pump operation. The pump stopped at (B)(6) 2025 at 18:55:06. The console was turned off at around 18:58:12, and the aic was exchanged. Device analysis: the console was sent back for further analysis. During the investigation, a burnt capacitor was found on the impellatronic board, which led to the pump stop. Upon examining the aic, it was noted that the lcd for battery 1 was not displaying any charge indication, and the power battery manager (pbm) was found to be defective, as it was unable to charge the other battery (batt 2) as well. This was not related to the reported complaint. After replacing the impellatronic pca, pbm pca and both batteries with a known-good, the aic operated correctly with both the pump and purge cassette connected, functioning without any issues during 2 hours of testing. Root cause: the reported complaint of the waveform began to disappear and flow drops (i.e. Pump stop) was due to a component malfunction (failed tantalum capacitor) on the impellatronic board. No issue related to the reported failure mode of "aic - damage during therapy" was seen within the aic.

Manufacturer narrative:
The impella console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an automated impella controller (aic)/impella cp support ongoing and the patient was undergoing percutaneous coronary intervention for the thrombotic occlusion of the coronary. The console failed during the support and was smelling burnt. The console was replaced and support continued on the second aic. The patients condition continued to deteriorate over several hours on the unit post implant and the patient was made do not resuscitate and expired shortly after. The relationship between the impella and cause of death is unknown.